Event description:
It was reported during the scs trial procedure, the physician observed blood at junction 1-2, between needle and the catheter. The physician decided to abort the procedure. The pt did not experience any symptoms. The physician performed a blood path and kept the pt under observation for two hours. The pt was discharged without complications.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.